Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files and ECG stripson the day of the event and incoming functional testing. The software flag files revealed a shock occurred during the time in question and the response button was not depressed. Additionally, incoming functional testing was conducted on the suspect device. During functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient received a treatment from the lifevest on (B)(6) 2020. The patient was reportedly conscious and at the hospital at the time of the treatment event. The response buttons were pressed earlier in the detection sequence but not immediately prior to shock delivery. A review of the downloaded patient data flag files indicate that the patient received an unknown treatment event at 9:45:38 am on (B)(6) 2020. The electrode belt was disconnected at 9:53:13 am on (B)(6) 2020. There is no death or serious injury associated with the treatment event. The specific rhythm at the time of the treatment event is unknown. There were no allegations of device malfunction. The device was fully functional upon receipt. Reporting this event out of an abundance of caution as the rhythm at the time of the treatment event is unknown.